Manufacturer narrative:
Section a2, a4, a5: patient information: information unknown/not provided. Section d6a: if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b: if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3: other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review. If there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) had a scratch. Reportedly, the scratch was noticed during handling before patient contact. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 12, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint product was returned. The complaint simplicity was received inside the original folding carton revealing that the cartridge tip was bent, consistent with a cartridge that was damaged during shipping. Stress marks were observed on the cartridge. However, these stress marks were in specification for used product. No issues that could cause or contribute to the complaint issue was observed. No lens was received for evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.